Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, lead noise was observed. The noise was reproducible. When the physician opened the pocket, lead fracture and a protruding wire were observed. The physician believed the pacemaker being implanted below the patient's pectoral muscle caused the lead issue. The lead was capped and replaced on (B)(6) 2020. The patient was recovering.